Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted:(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and delivered inappropriate therapy. The lead exhibited noise and had undefined high pacing impedance. It was further reported that the right atrial (ra) lead had no capture and was undersensing the low p waves. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.